Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed an elevation in pump power, a specific cause for this elevation could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported bleeding and the suspicion of thrombus or hemolysis could not be conclusively established. The submitted log file captured a transient elevation in pump power on (B)(6) 2019 at 12:43:10 pm, reaching a value of 10.4 w. This elevation appeared to correspond with a pi event. Outside of this event, pump power ranged between 6.4 and 8.2 w. Despite the observed parameter elevation, the pump appeared to have functioned as intended throughout the duration of the log file. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis, bleeding, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced hematuria with elevated lactic dehydrogenase (ldh) and haptaglobin greater than 5.8 mg/dl. Ramp trans-thoracic echocardiography (tte) showed no thrombosis. Cystourethroscopy showed bleeding in bladder neck and was cauterized and had resolution of hematuria. No further information was provided.